Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted Right Ventricular (RV) lead. The lead was later reported to have exhibited noise due to probable fracture. A Lead Integrity Alert (LIA) had triggered on the lead due to High Rate Non-Sustained episodes and short ventricular intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a Remedial Action Exemption (RAE) summary report. The manufacturer has voluntarily discontinued this RAE, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.